Event description:
It was reported that on an unknown date, the doctor used the tnfa 5.0 flexible handle and tightened the locking screw down as far as he could on a patient with a reverse oblique fracture. The surgeon then followed it up with the 5.0 torque limiter handle and it tightened down with the audible click. Two weeks later on (B)(6) 2024, post-op x-rays were performed. Being that the surgeon statically locked the nail, the bone was still collapsed in the neck and now has a big discrepancy. Surgeon was disappointed by the lack of it not statically locking. No further information is available. This report involves one unk - nails. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: only the event year is known. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is an unknown date in 2024. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.